Manufacturer narrative:
Sanofi company comment 28-jun-2019. Patient presented in a wheelchair after she received treatment with synvisc-one. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Presented in a motorized wheelchair [wheelchair user]. Right knee pain [aching (r) knee] ([device ineffective]). Case narrative: this case is cross referenced with case (B)(4) (same patient). Initial information received on 21-jun-2019 regarding a solicited valid serious case received from a physician, in the scope of patient support program "(B)(6)". Patient ID: (B)(6); country: united states. Study title: (B)(6). This case involves an (B)(6) female patient who experienced right knee pain (latency: unknown) and presented in a motorized wheelchair (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc-one). The patient's past medical history included hypoglycaemia, adenoidectomy, arthroscopic knee operation, biopsy of left breast, bunionectomy, finger surgery, alcohol consumer, hysterectomy and tonsillectomy. At the time of the event, the patient had ongoing anaemia, abnormal electrocardiogram, chronic kidney disease stage ll, cva, diabetes mellitus, gerd, hyperlipidaemia, hypertension essential, unspecified, hypothyroid, lower leg edema, severe aortic stenosis, shortness of breath, former smoker, allergic to lyrica, allergic to accupril, allergic to ace inhibitors, allergic to dye, allergic to iodine l 131 tositumomab, allergic to involtara, allergic to byetta prefilled pen and morbidly obese. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included aspirin [acetylsalicylic acid] (aspirin [acetylsalicylic acid]); atorvastatin; insulin glargine (basaglar); ubidecarenone, vitamin e nos (coq10 complex); gabapentin; hydrochlorothiazide;olmesartan; metformin hydrochloride, sitagliptin phosphate monohydrate (janumet); levothyroxine; lorazepam; melatonin; insulin aspart (novolog); mirtazapine (remeron); sodium chloride; sucralfate; paracetamol (tylenol [paracetamol]); vitamin b complex; vitamin d3 and bupropion hydrochloride (wellbutrin). On an unknown date in (B)(6) 2018 or (B)(6) 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate once (dose, batch number: unknown) (information for batch number was requested) in right knee for osteoarthritis of both knees. The patient had received treatments with hylan g-f 20, sodium hyaluronate in the past and had benefitted from them. The last injection which she received in (B)(6) 2018 or (B)(6) 2018 was given in both knees neither of which helped. On (B)(6) 2019, patient reported for follow up and complained of right knee pain (latency: unknown) and rated her pain 8 on a scale of 10 and mentioned that she would like to receive another injection as this was the only preparation that seemed to help her. The patient was alert, well oriented, had no redness or heat around either knee, pulses were present at both feet and she was in no obvious discomfort. The patient however presented in a motorized wheelchair (latency: unknown). This event was leading to disability. The patient was advised that since it had been less than a year since her last hylan g-f 20, sodium hyaluronate injection, she would not be suitable to receive another injection until august or september of this year. Additionally, the patient was advised to perform quad setting exercises and she may receive cortisone injections. However, the patient preferred to wait for the hylan g-f 20, sodium hyaluronate injection. She was also advised that the reason for her not experiencing relief could be due to her arthritis having become severe, which was resulting in the injection not providing desired relief. Final diagnosis was bilateral knee pain and presented in a motorized wheelchair. Action taken: not applicable. Corrective treatment: not reported for both events. Outcome: unknown for both events. Reporter causality: unknown (un-assessable) for both events. Company causality: not reportable for both events. A product technical complaint was initiated and results were pending for the same.